Event description:
It was reported the patient had a right side tmj replacement done in (B)(6) 2006. Due to heterotopic bone growth, the doctor explanted the original devices, and placed new devices in the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter has a cracked display. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reported he discovered the alleged issue on (B)(6) 2010 at 10am. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged display issue. According to the csr's documentation, at an unknown time following the alleged issue, the patient claimed he developed unspecified "high blood sugar symptoms". The patient denied receiving any medical intervention or treatment after the alleged display issue began. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed hyperglycemic symptoms after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.